Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for precipitation in the tube with the incident lot was not observed. Based on a review of the photos, the tubes contained an acceptable spray pattern of coating meeting specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that abnormal additive formation was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "customer reports that precipitation was observed".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that abnormal additive formation was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "customer reports that precipitation was observed."